Manufacturer narrative:
Investigation is ongoing.

Event description:
Per report received by canada, a patient with a 23mm sapien 3 ultra valve implanted in aortic position, underwent intervention for a valve-in-valve after an implant duration of 4 years and 9 months due to calcification leading to stenosis (>50 mmhg). The patient was asymptomatic before the reintervention. A new 20mm sapien 3 ultra resilia valve was successfully implanted inside the pre-existing valve. The patient was noted as to be in stable condition.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions, and h11 have been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapienxt, s3, s3u, and s3ur valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The device was not returned for evaluation. The complaint for svd - calcification was confirmed based on the information provided from the field specialist. Available information suggests that patient factors (patient co-morbidities) likely contributed to the event as per provided information received the patient presented with multiple co-morbidities (hypercalcemia, diabetes). The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as, but not limited to, renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.